Event description:
The initial correspondence regarding this occurrence was forwarded to bard, MFR of the groshong catheter. This correspondence indicates that the groshong catheter was inserted into the left upper chest area of a blind, pt. While using this apparatus the same day for injection of medication, the "automatic self closing cap" did not close properly, causing an unknown amount of blood to be lost. This catheter was removed and a new catheter was placed in the right subclavian, resulting in scarring on both sides. It was determined by bard that the "automatic self-closing cap" was a clave needle free injection site, manufactured by ICU medical, and all related correspondence was forwarded to same. Further investigation by ICU found that the injection site in question is packaged and sterilized by b. Braun medical. The sample is being retained by the rptr and has not been made available for eval.